Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that his blood glucose has been running high since this afternoon. Customer stated that his blood glucose was 347 mg/dl at 7:05 pm and then at 1:30 am, his blood glucose was 400 mg/dl. At 11:00 am, the customer was now at 513 mg/dl. Customer stated that he programmed a bolus of 6 units but it only delivered 4 units. Customer mentioned that the time was incorrect on the pump and needs to be corrected. Customer has treated with the pump. Customer stated that he received a no delivery alarm during bolus and the alarm is recurring. Troubleshooting was performed and the insulin exited freely with a plunger push. Customer was advised that the pump was working as designed. It was explained that the alarm was caused by the set or reservoir connection. Customer called back with a blood glucose value of 559 mg/dl. Customer had just removed the infusion set and the cannula was bent. Customer was advised to do a complete set change.